Manufacturer narrative:
Intuitive followed up and confirmed issue has been fixed. A new generator was installed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation.

Event description:
It was reported that after da vinci-assisted surgical procedure, c-33/ c-34 errors were noted on erbe. The procedure was completed with no reported injury.